Manufacturer narrative:
Per facility biomed lonnie dyer, the unit was released to him for inspection, and all testing passed with no problems found; unit returned back to respiratory with no further complaints, no further info on volume overload message reported, onsite service is not needed, and drpta is not available, no other concerns for the customer. Further good faith efforts were attempted to retrieve information regarding the patient outcome and root cause of the alleged malfunction without a response from the customer. Should further information be provided, this complaint record shall be reopened for further investigation.

Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator displayed a black screen with the message ¿volume overload¿, the ventilator stopped providing therapy, the patient experienced an event of cardiopulmonary arrest with an oxygen saturation of 17%, was revived, intubated, and placed on mechanical ventilation. The customer reported that the unit was in use on a patient at the time of the device behavior and adverse event.